Event description:
International affiliate reports the tips of six skyline drivers broke off from the instruments when inserting screws during a surgical procedure. Reports the surgeon has used the skyline system many times and the patient¿s bone quality was not a cause of concern. Also reports that there could have been evidence of instrument wear prior to usage as these sets are frequently used. A back out driver was used to continue inserting the screws. There were no adverse consequences to the patient. See the following mfg medwatch report numbers for the other drivers that broke during this event: 1526439-2013-33161, 1526439-2013-33162, 1526439-2013-33163, 1526439-2013-33164, 1526439-2013-33166.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned skyline spring clip driver revealed that the distal tip had broken away from the driver. Further examination found evidence of plastic deformation that is consistent in the direction of tightening. No other visual anomalies were noted on this device during the evaluation. Review of the device history record found no discrepancies. A twelve month review of the complaint trend analysis for the instrument found no emerging trends. The root cause is unknown. However, based on the evaluation, it is likely that the driver tip was subjected to an unanticipated level of torque resulting in tip breakage. No corrective action is required as there has been no issue identified in the manufacturing or release of the device. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.